Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a bronchoscopy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, small flakes from the device sheath fell into the patient. There was no attempt to remove the flakes as they were very small. No device damage to the jaws or distal end was seen. The procedure was completed with this radial jaw 3 pulmonary single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a bronchoscopy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, small flakes from the device sheath fell into the patient. There was no attempt to remove the flakes as they were very small. No device damage to the jaws or distal end was seen. The procedure was completed with this radial jaw 3 pulmonary single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that the device had a damaged jacket and the coil was exposed. Functionally, the returned device would open and close within specification considering sample returned condition. The condition of the returned incident device was consistent with the complaint since the returned device had a damaged jacket and the coil was exposed. The most probable root cause is undeterminable since the failure was noted after the device was introduced into the scope. Additionally, the directions for use (dfu) advises to "visually inspect the forceps for loose, bent or broken parts, cracks or other abnormalities. Inspect the shaft for any kinks or other damage. If the device fails to operate properly in any way or shows any sign of damage, do not use it." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).